Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between december 5-6, 2025. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the y site. Due to the condition of the returned sample, functional testing could not be performed to test for the customer reported over infusion. The reported condition was verified. The cause of the separation was a manufacturing issue. The cause of the over infusion could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that infusion completed before the expected time during use of a clearlink system continu-flo solution set and air was noticed in the line. A flush was performed to back prime the chemotherapy drug and the tubing fell apart at the hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.